Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer's site. Fse cleaned and adjusted optics on readhead to fix false negative readings. Confirmed calibration and controls are good. Instrument fully functional on fse departure.

Event description:
Customer is receiving intermittent discrepant false negative leukocyte (leu) results on random samples. A manual microscope indicates significant white blood cells/leu. The sample is repeated on the same instrument which then reports positive leu. There was no report of injury due to this event.